Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was delayed in responding to presses and multiple presses were necessary for display to activate. Customer confirmed pump display turned on when plugged into a power source. The customer's blood glucose level was 114 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.